Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2026 additional information was received from the patient. The patient repeated therapy issues and said that therapy was on and they felt the stimulation however it wasn't helping with bladder issues. The patient said that it still gushed. The patient said on the current program they weren't able to increase higher as the stimulation would be too strong. Reviewed programming guidance. During the call, the patient switched programs and adjusted the setting. The patient said they will have their one year follow up appointment in april. The patient was encouraged to keep working with one program at a time and to switch if needed. The patient was directed to keep track of adjustments and results so that they can provide update to their managing physician at this next appointment.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that their implant procedure and doctor are in arizona and said they got the stimulator to help with bladder and bowel symptoms and it used to help tremendously but a couple of weeks ago it stopped helping and they are leaking profusely and having sudden urges. Patient said they have turned it up a couple or 3 different times and lately they are on 3.9 on program 1 and they have not turned it off, it vibrated bad and was hurting the wall of their vagina when they turned it up they kept it at 3.9 and after a while it stopped hurting. Patient asked if they should keep turning it up. Reviewed interstim therapy optimization information, stim sensation information and redirected to their doctor. Pt said they do not know of any manufacturer doctors in rapid city. Reviewed one listing verbally during the call, offered and emailed the reps in the area in case they would know of o ther doctors and the pt would like to meet with a rep.